Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted. Additional information was requested but not provided.

Manufacturer narrative:
Manufactures investigation conclusion: no device related issues were reported by the account. It was reported through the patient outcome that the patient was transplanted on (B)(6) 2020. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. Multiple attempts were made to obtain additional information regarding the reported event; however no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21oct2019. The manufacturer is closing the file on this event.